Event description:
While patient was on ventilator the ventilator unit will not charge battery for emergency power failure. Patient was transferred to another ventilator. Vent was sent in for repair. This ventilator was at the ge repair center for almost 2 months and out of service. Pulled out of service.